Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
The pt's father reported e7 (electronic) error was displayed on the infusion device. The father stated the pt did not hear the alarm and continued sleeping. The pt's blood glucose measured 700 mg/dl when he woke up. The pt was seen by his physician, he was not hospitalized. At the time of the report the pt's blood glucose was returning to normal. No further info is available. The infusion device was requested to be returned for eval.